Event description:
As reported by the field clinical specialist (fcs), approximately 2 years, 2 months, and 8 days post tavr procedure with a 29mm sapien 3 valve, the valve presents severe calcified aortic stenosis. The patient underwent a valve in valve procedure with a 29mm sapien 3 valve. Per imaging review, calcification was observed on all 3 leaflets.

Manufacturer narrative:
Investigation in progress.

Manufacturer narrative:
Updated h6- type of investigation, findings, and conclusions. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it remains implanted. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided by the site and reviewed by ew proctor/imager. The following observations were made: calcification was observed on all 3 leaflets. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Available information suggests patient factors (chronic kidney disease, hyperlipidemia) likely contributed to the event as patient had medical history of chronic kidney disease on dialysis and hyperlipidemia as reported. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.